Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they did not provide the actual bg level. The cause of low bg was unknown. Reportedly, the customer was using cold insulin (humalog) with the pump. The customer also reported that they lost consciousness because of the low bg, but no further injury was reported. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.